Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09hd9, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they found out that they had a urinary tract infection (uti) in (B)(6) of 2015. The patient was in the hospital because she broke her leg. The patient's friend/family did not think that the patient had a uti at this time because the patient felt a burning sensation when she had it in (B)(6). It was further reported by a health care professional (hcp) on (B)(6) 2015 that the patient never called them to report the symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.